Event description:
It was reported that the patient implanted with the pacemaker system experienced syncope. Health care professional (hcp) contacted technical services it was reported that the patient implanted with the pacemaker system experienced syncope. Health care professional (hcp) contacted technical services (ts) for review of stored atrial episodes. After review of device episode data, it was found that there was noise on the right atrial (ra) lead channel and oversensing which resulted in stored atrial tachy response (atr) episodes. There was no pacing inhibition noted. It was determined by the hcp that the syncope was not device related. Ts recommended further evaluation of ra lead. No additional adverse patient effects were reported. This ra lead was a non-boston scientific product. Currently, the pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).